Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported a rupture diagnosed by MRI. The device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported right side "periprosthetic liquid" and "no evidence of rupture".

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, seroma-late: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
A healthcare professional reported, ''periprosthetic liquid on right side¿. Was diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.